Manufacturer narrative:
All available patient information is included. Additional patient details are not available. The field service representative (fsr) resolved the issue by having the customer clean the mixer wash cups on the architect c4000 processing module. The mixer wash cups were clogged and overflowing due to improper cleaning during maintenance. No additional discrepant result issues have been reported since the wash cups were cleaned. Part number 7-205314-01 wash cup, mixer, c4 (rohs), was determined to be the likely cause of the issue. The instrument service history review revealed zero additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformance's or deviations associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely depressed calcium results for a patient while running on the architect c4000 processing module. The following data was provided: sid (B)(6). Calcium: 5.1 mg/dl, repeat: 9.1 mg/dl (reference range: 8.4-10.6 mg/dl). There was no impact to patient management reported.